Manufacturer narrative:
(B)(4). Date sent: 9/18/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of two photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a piece of the carton with a hole on it. The second photo shows a piece of the sales unit with a hole over the tyvek. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Device history review: a manufacturing record evaluation was performed for the finished device lot number c9e44f, and no non-conformances were identified

Event description:
It was reported that during an unk procedure, outer and inner packaging damaged, product not sterile anymore. There was no patient involvement.